Event description:
The reporter stated that filters in the set would stop infusing however during evaluation of the returned product it was discovered that the female luers on the filters were split. No patient injury of treatment associated with this issue.